Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be damage to the pump head module. To correct this condition, the pump head module was replaced. If any additional information is received, a follow-up MDR will be sent. (B)(4). The event description is incorrectly identified the pump to be remediated in the initial MDR. The pump involved is a colleague p1.5 infusion pump.

Event description:
During service by baxter (B)(4), a colleague infusion pump had a pump head module replaced. This condition had the potential to interrupt delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.92.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.